Event description:
With zero history of asthma, over the course of 3 months from (B)(6) 2019 while continuing to use the philips respironics CPAP machine, I suddenly developed moderate to severe asthma. I had a history of zero respiratory issues. Now my pulmonologist says I have a spot on one lung he isn't sure what it is, I cannot go without daily and rescue inhalers, and have extreme shortness of breath upon any exertion or physical activity. I do have other medical conditions which were stable until the asthma developed. I never used any ozone or other such cleaning devices on my CPAP device and have had my respiratory health go downhill since the fall of 2019. I was diagnosed with moderate to severe asthma in (B)(6) 2020 after pulseox readings in the 70's while being monitored and tested by my respiratory providers. What is this spot on my lung? How did it appear from nowhere? What caused it? Why now, in my 60's with zero history of asthma, am I having to suffer from this equipment's use for my mild sleep apnea?; my current pulmonologist dr wade has all this info. I do not know what the numbers or data are. FDA safety report ID # (B)(4).